Event description:
The device was removed from the pt and another device implanted due to a non-functioning device. Co has requested add'l info.

Event description:
Additional information received 4/14/97 indicates the device would not inflate.